Event description:
Customer reports to hearing clicking sounds when delivering a bolus shot and is also hearing noise when rewinding the insulin pump. Customer was advised that it is normal pump behaviour when insulin pump is in vibrate mode. Customer was advised that insulin pump would be replaced since issue had been going on for some time. No further information provided.

Manufacturer narrative:
Unit received with a grinding noise during rewind due to faulty motor. No unexpected clicking noise anomaly noted during bolus delivery. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.